Manufacturer narrative:
The reported pressure sensor calibration failure of is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device failed a repair test step relating to 'press sensor calibration'. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Additionally, it is noted that a label was damaged and the rubber feet were missing.